Event description:
The MFR rep reported the tunneling tool carrier broke in the pt. The extension were used and there was no adverse event for the pt. MFR attempted to reclaim the defective device for analysis, but it was not available, and had been turned over to the implanting hosp's qc dept.